Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient experienced breathlessness, and severe lv (left ventricular) dysfunction was diagnosed. An echo showed high mitral regurgitation. Device interrogation found lead impedance was greater than 9999 ohms, with no pacing or sensing. Fluoroscopic exam showed all the leads and device were in the same position as implanted. Further examination found the device header was separated from the device. It was determined that the patient had never had a fall or accident post implant. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient was noted to be 'doing fine' at discharge.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: visual analysis revealed that the connector block was detached from the titanium shield, and all 4 feedthrough wires were fractured. The no output and high resistance were the result of fractured feedthrough wires. It was also observed that the silicone adhesive used to bond the connector block to the device was observed on the device titanium shield but not on the connector block.

Event description:
It was reported the patient experienced breathlessness, and severe lv dysfunction was diagnosed. An echo showed high mitral regurgitation. Device interrogation found lead impedance was > 9999 ohms, with no pacing or sensing. Fluoroscopic exam showed all leads and device were in the same position as implanted. Further examination found the device header was separated from the device. It was determined that the patient had never had a fall or accident post implant. The device was replaced. The patient was noted to be 'doing fine' at discharge. No further patient complications have been reported as a result of this event.